Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a generator replacement, lead showed high capture thresholds. The lead was capped and replaced. Patient was fine post procedure.